Event description:
Follow up reported the patient did have concerns with their device or therapy. The patient has had continued decline in their health and will have the device removed because they need an MRI. It was noted the patient received assistance from their doctor or representative and their concerns resolved. It was noted the patient had appointments (B)(6) 2012. It was also noted the patient was still having concerns regarding their device or therapy but were working with their doctor or representative. It was unclear whether that patient's concerns were resolved or if they were still present.

Manufacturer narrative:
Product ID 37092, lot# 277370001, implanted: 2011 (B)(6), product type accessory, product ID 3093-28, lot# v800432, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator 'was coming out of the pocket.' Patient just had a revision in which a new pocket was made and that she was still groggy. Patient's doctor ordered a very specific type of magnetic resonance imaging because patient had bladder problem, pelvic and back pain along with migraines. Additional information has been requested, but was not available as of the date of this report.